Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Were all 4 sutures reported [product code z443e (lot unknown), vcp346h (lot #rbblqt0), vcp371h (lot # qhbbmbw0) and vcp347h (lot # rhbbtkt0)] used on the patient? On what tissue was each suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? How was the dehiscence managed? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient undergo re-operation? Please describe the appearance of the suture during the second procedure, if applicable. Were there any precipitating stress factors for the dehiscence? The tissue was described as ¿soft - almost deliquescent¿. Which tissue does this refer to and please provide additional clarification. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Which suture has the patient has been found to be allergic to? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Note: event reported in 2210968-2022-01396, 2210968-2022-01397, 2210968-2022-01398, and 2210968-2022-01399

Event description:
It was reported that a patient underwent a spine procedure on an unknown date and suture was used subcutaneously. Ten days post-op, a dehiscence at the 15cm wound, wound edges were swollen, though not reddened. The tissue was soft, almost deliquescent. Relatively large amount of seroma came out of the wound. Germ detection of staphylococcus aureus. The patient was currently on a vac system and is scheduled for re-operation. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/6/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 47 years, female, 177cm, 101kg date and name of index surgical procedure? Follow-up spondylodesis l4/5, previous spondylodesis l5/s1, (B)(6) 2022 the diagnosis and indication for the index surgical procedure? Follow-up degeneration with osteochondrosis and spinal stenosis l4/5 what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Were all 4 sutures reported [product code z443e (lot unknown), vcp346h (lot #rbblqt0), vcp371h (lot # qhbbmbw0) and vcp347h (lot # rhbbtkt0)] used on the patient? Yes on what tissue was each suture used? Primary surgery - vicryl plus subcutaneous suture and fascia suture, pds skin what tissue dehisced? Skin what was the tissue condition (normal, thin, calcified, fragile, diseased)? Marked redness and swelling in the wound area/wound margin as if allergic and inflammatory how was the suture placed (interrupted or continuous)? Fascia: single button suturing and continous suturing, subcutaneous: single button suturing, skin: continous ¿ primary surgery how was the suture tied (square knot or multiple knots one end)? Single button in fascia and subcutanous square knot, continous several knots on one end how was the dehiscence managed? Revision surgery please describe any medical/surgical intervention required for this suture event including dates and results. 1. Wound revision surgery with vac therapy 2. Fascia suture and subcutaneous vac therapy 3. Secondary wound closure - skin suture with prolene did the patient undergo re-operation? Yes please describe the appearance of the suture during the second procedure, if applicable. Fascia closure without issues skin closure without without abnormalities until the removal of the sutures were there any precipitating stress factors for the dehiscence? Patient stated repeated wound healing problems in the past after intracutaneous sutures after this surgery (3 times) the tissue was described as ¿soft - almost deliquescent¿. Which tissue does this refer to and please provide additional clarification. Both the skin was swollen and the subcutaneous tissue sulky soft changed did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? As described above, the swollen wound edge was very noticeable - I have never seen this in over 20 years of experience with surgical wounds. Dehiscence appeared spontanously when patient returned to hospital for revision surgery ¿ day 12 after primary surgery other relevant patient history/concomitant medications? Patient stated repeated wound healing problems in the past after intracutaneous sutures after this surgery (3 times) also with need for revision - latex allergy, patch allergy and antibiotics (vanco and penicillin). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Definitely not did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Before cut clindamycin 600mg and after 2 hours surgery time vor schnitt clindamycin 600mg und nach 2 stunden op zeit were cultures performed? If so, please provide the results. Swabs intraoperatively at 1st revision surgery with evidence of a staph. Lugdunensis. In 3rd surgery with secondary suture, the swabs were sterile how much and what type of drainage is present in this wound? 1 subfascial redondrainage were any pre-op cleansing procedures or products changed recently? If yes, please describe. No does the patient have a known allergic history to any medical devices, food and/or medication? Latex allergy, patch allergy and antibiotics (vanco and penicillin). Which suture has the patient has been found to be allergic to? Pds ¿ skin closure with prolene was unremarkable in the course was allergy testing performed? If so, please describe with results. No what is the physician¿s opinion as to the etiology of or contributing factors to this event? Allergic reaction to the skin suture, unfortunately the patient had not stated the problems already occurred in the past after skin suture with this material what is the patient's current status? Released from the hospital, wound irritation free and skin suture removed if applicable, will product be returned? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Multiple previous surgeries were mentioned. How many related spine surgeries has the patient had? Is this complaint about the 3rd surgery? Can you confirm what sutures were used in previous surgeries where the patient also experienced a reaction? Were they ethicon sutures? Please describe the timeline of any spine surgeries or revision surgeries. If ethicon sutures were used in previous surgeries, please create additional files for each procedure where the patient experienced a reaction. Note: event reported in 2210968-2022-01396, 2210968-2022-01397, 2210968-2022-01398.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: patient mentioned possible reactions to sutures in previous surgeries without providing details re where these surgeries took place. We will not be able to provide additional information on this case. Investigation summary: during the visual analysis the following was observed: the photo shows an close foil packet. Product code vcp347h (lot # rhbbtkt0). Based on photo review, the description of the event is unconfirmed, however, no conclusion or root cause could be determined. Hands-on device analysis can provide the additional evidence needed to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance.